Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
Pt's meter was reading inaccurately high. The patient obtained a result of 103mg/dl. She reported a lab result of 60mg/dl. The time difference between the two tests was 20 minutes. Between the tests there was no intervention that would be expected to change the blood glucose. Thereby indicating a potential malfunction of the meter in terms of accuracy.the patient reported no symptoms at the time of the results, no treatment was reported. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were in good condition. The patient performed two control solution tests, both failed. She then performed a control solution test with another vial of test strips and it passed. Based on the information provided, there is evidence of a meter malfunction (the comparison exceeded the 20% specifications and the control solution tests failed), however, there is no evidence of a serious injury (the patient did not have any symptoms, nor did she receive any treatment with the low result). A replacement meter and supplies are being sent to the patient.